Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was received from the customer and console interior connections were checked and verified. When visually inspecting the batteries and pbm, it was observed that one of the batteries status leds were completely blank. The battery failure alarm was due to a defective battery 1 (decline of individual cell voltage). The root cause of the battery cell failure was undetermined.

Event description:
The us complainant had a battery failure which prompted the team to replace the automated impella controller (aic) with the backup console. Patient care was withdrawn and there is not enough information to exclude the impella device as an associated factor in the patient's demise.